Event description:
Caller reported alarms 2 and 26 but confirmed no occlusion events occurred prior to contacting technical support. Blood glucose levels did not exceed 500 mg/dl and remained within normal range. Customer addressed the alarms by disconnecting the tubing, performing a fill tubing procedure, and resuming insulin without changing the cartridge or infusion set.